Event description:
The customer reported being hospitalized for low blood glucose and low body temperature. The customer stated that she was in a coma for more than two hrs. The customer stated that she stayed in the hospital for several hrs, and she believed the issue was due to incorrect settings on the insulin pump. The customer stated that her health care professional changed her settings and she was able to control her glucose level. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.